Manufacturer narrative:
(B)(4).

Event description:
On 03 october 2019, information was received via us mail referencing blog site comments and complaints dated from 2008 to 2019. No contact information is available for the individual respondents posting the blog comments. On (B)(6) 2015, a blog respondent posted experiencing ¿severe redness, irritation, dry eye, inflammation, severe light sensitivity in my eyes with my acuvue 2 soft lenses¿ in (B)(6) of 2014. The respondent reported being referred to and eye specialist, being diagnosed with corneal ulcers in both eyes and ¿after 4-6 months of prescription antibiotic and steroid drops the ulcers had healed enough for them to be candidates for lasik eye correction and we moved forward.¿ the lot number of the product discussed is not available. No additional information is available. This event is being reported as a worst-case event as we were unable to verify the diagnosis and treatment. This report is for the respondent's right eye (od) event. A separate report will be filed for the left eye (os). If any further relevant information is received, a supplemental report will be filed.